Event description:
It was reported that a trained user requested to return the ilet due to frequent blood glucose fluctuations and perceived weight gain while continuing to use the device; the user performed a factory reset with a trainer, changed targets without trainer guidance, used false meal announcements to address highs, and reported overcorrection of lows with carbohydrates, with documented readings up to 370 mg/dl and down to 46 mg/dl and device alerts acknowledged. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient excursions outside the target range without medical intervention or assistance. Investigation included review of device use, training involvement, and field team assessment. Investigation of this case revealed user adaptation issues with meal announcements and target adjustments that likely contributed to glycemic variability, with no device component malfunction identified from the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.